Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician had made a non-specified mistake with one of the patient's leads which caused the entire implanted system to be replaced. A family member had reported this issue. However, with the patient data provided this patient and or specific device model/serial could not be located in the system in addition, the family member had stated that a second device, unclear if guidant or not, also malfunctioned and had to be replaced. It was reported this all had occurred over fifteen years prior. No adverse patient effects were reported.